Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The vascular access was obtained via anterograde approach . The 100% stenosed target lesion was located in the severely calcified and moderately tortuous below the knee artery. After a non-bsc guide wire crossed the lesion, a 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced for dilation. However, on the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2mmx3cm coyote nc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote es balloon catheter. There was blood and contrast in the inflation lumen and balloon. Magnified inspection of the distal end of the balloon revealed a pinhole in the balloon material at the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The vascular access was obtained via anterograde approach . The 100% stenosed target lesion was located in the severely calcified and moderately tortuous below the knee artery. After a non-bsc guide wire crossed the lesion, a 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced for dilation. However, on the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2mmx3cm coyote nc balloon catheter. No patient complications were reported and the patient's status was good.